Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced sudden dizziness, lethargy, and weakness, during which the cgm mobile device showed signal loss. The patient was unable to determine how much time had passed between becoming aware of the issue and the onset of symptoms. No fingerstick test was performed. She consumed four glucose tablets and coca-cola. She was then taken to the nurse¿s office by her friend, but the nurse was on lunch break and did not perform a fingerstick test. However, the nurse provided additional glucose tablets and advised the patient to take two tablets every 15 minute. The patient remained in the nurse¿s office for approximately 10 minutes and reported feeling better afterward. The cgm was still showing signal loss and the patient continued using the sensor without a reading. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.